Event description:
New information noted that the right ventricular - rv lead exhibited episodes of noise. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a procedure. Upon interrogation, it was noted that the right ventricular exhibited high capture threshold. No intervention was performed. The patient experienced no consequences.